Event description:
It was reported that balloon rupture occurred. A 3.00mm x 12mm nc emerge balloon catheter was advanced for dilation. However, during second inflation, the balloon ruptured. The device was removed and completed the procedure with another of same device. There were no patient complications. Patient was in good condition.

Manufacturer narrative:
Investigation results: device analysis findings: the device was not returned for analysis as it was disposed; therefore, a technical analysis could not be performed. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation and is recorded accordingly in the product record review table. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned a most probable investigation conclusion code of cause not established. This code was selected as the most probable complaint cause based on the information available. The device is not expected to be returned for analysis, and no image or procedural media was received from the customer. The cnf with the complaint stated that unreported patient information was asked but not available as per account. A clear conclusion for the reported balloon material rupture cannot be established.

Event description:
It was reported that balloon rupture occurred. A 3.00 mm x 12 mm nc emerge balloon catheter was advanced for dilation. However, during second inflation, the balloon ruptured. The device was removed and completed the procedure with another of same device. There were no patient complications. Patient was in good condition.